Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Product analysis confirmed the reported allegation. The programmer did not power up and a part of the printed circuit board (pcb) was found to have burned; was then replaced. The programmer then passed all incoming tests.

Event description:
Boston scientific received information that the health care professional (hcp) observed that this programmer emitted smoke. This programmer will be returned for analysis. No adverse patient effects were reported.